Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive sensor errors. Customer reported that sensor went through initialization period for one hour and it was found that sensor cannula was separated in the middle. Customer would call back due to being at the airport at the time of call.